Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient reportedly healed and resumed device use. This is the final report.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient was prescribed keflex oral antibiotics for 2 weeks and instructed to use mupirocin ointment on the incision site. The recipient is completely healed and doing well.